Manufacturer narrative:
The device was evaluated by a zoll field technician at the customer's facility. The device was put through extensive functional testing and calibration without duplicating a malfunction to the device. Review of the device alarm history did not show any alarms related to a device shut down.the device was returned to service at the customer site. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.